Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the nurse manager reported that it was difficult to get the hydratome through the biopsy cap and the tip of the hydratome bent while trying. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was kinked/bent near the paint markers at the distal tip of the device. The condition of the returned incident device was consistent with the complaint that the device¿s tip was bent. During manufacturing, tome devices are 100% inspected so the bend/kink on the device is likely due to interaction with the biopsy cap. Therefore, the most probable root cause is device interaction with another device. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the nurse manager reported that it was difficult to get the hydratome through the biopsy cap and the tip of the hydratome bent while trying. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.